Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a scheduled generator change. Prior to the procedure, an interrogation was performed, and it was discovered that the right ventricular lead exhibited noise. During procedure, the right ventricular lead was tested again, and no observations were noted. Programming changes were performed on the lead. The patient was in stable condition.